Event description:
My mother (B)(6) went to the (B)(6) hosp in (B)(6) for her fourth dialysis treatment. Within the first 15 minutes, she stopped breathing and her heart stopped. The hosp revived her and kept her under observation. Her drs thought that her reaction was a coincidence and not related to the dialysis. The next day, (B)(6), they started her dialysis treatment again and the same thing happened within the first 10 minutes of the dialysis treatment. At this point, the drs determined that her symptoms were probably related to the dialysis. The nurse practitioner stated that they used ethylene oxide to sterilize the f160 dialyzer. I am reporting this because I didn't know if the hosp did. Reason for use: esrd.